Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m142049 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m142049 and test base number 190-430 / lot m142049. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m142049 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Related manufacture numbers: 1221359-2021-01737, 1221359-2021-01739.

Event description:
He customer reported false positive results while using the ID now covid-10 assay to test three (3) patients. This MFR. Report is two (3) of three (3). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct teste4d nasal kitted swab. Repeat testing was performed on (b)(60 2021 with negative results. Confirmation testing on (B)(6) 2021 with negative results. Additional confirmation testing was completed on (B)(6) 2021. Results are pending. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay. The patient experienced extended time under medical observation.